Event description:
The customer reported that the device was left to charge the battery on ac mains. The bio-med returned to discover that ac mains led on the device was no longer illuminated and that the unit only operated on battery power. There was no report of pt use associated with the reported event.

Manufacturer narrative:
Physio-control is continuing to investigate the reported event and will evaluate the device subsequent to receipt of device from the customer. Physio-control will submit a suppmental report on this event to the FDA as provided.